Event description:
V12 stent came off the balloon (prior to deployment) during a snorkel repair. Two stents were opened for procedure. Snorkel endovascular repair and presentation of renal arteries an aaa relining of old aneuayx graft. Right renal had previous bare metal stent in place. Renals and sma accessed and cannulated in a subclavian cut down. Difficulty obtaining wire and sheath access through right renal stent; once access finally achieved v12 placed into position; left renal artery then assessed - sheath and stent positioned; as sheath pulled back to left, right sheath also dislodged. Access on right side was then lost; unable to advance stent, balloon and sheath. Wire changed to lunderquist; dilator advanced all to no success. Upon attempting to reposition right renal sheath and stent it was questioned whether sheath may be damaged. Sheath was removed and it was then we saw the dislodged/undeployed stent come out with the sheath (near the tip), sitting on the bare wire. At no time had anyone noticed it was missing from the balloon or suspected it had dislodged before being deployed. Stent was removed, sheath and dilator subclavian advanced into position and another stent was deployed successfully in conjunction with the right renal stent.

Manufacturer narrative:
Upon completion of the investigation a final report will be submitted.